Manufacturer narrative:
Initial.

Event description:
It was reported that the charging pad would not charge the ilet and the indicator light did not illuminate, and a replacement charger was arranged. Symptoms included no adverse clinical effects. Outcomes included no impact to health. Investigation included customer communication and troubleshooting. Investigation of this case revealed a suspected charger malfunction consistent with a nonfunctional external power accessory. It was concluded, based on previously established findings for similar reports, that the cause was likely component failure of the charging pad.